Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message multiple times. Reportedly, the customer filled the cartridge with 480 units. The customer was able to load a new cartridge successfully and resumed insulin delivery. The customer did not think their blood glucose (bg) level was impacted, declined to test the bg level, and stated that they were fine.